Event description:
It was reported that during a shoulder arthroscopy ¿ labrum repair procedure, the microratpor knotless could not hold the #2 ultrabraid suture tightly during the process. The anchor has successfully placed in the glenoid but the suture loosened the tension and slid out eventually from the labrum. The procedure was successfully completed with a significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported microraptor knotless sa peek, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture pulled out of the anchor. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: suture not threaded into the anchor properly. Anchor breakage at the suture slot. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.